Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they had a premature discharge of battery. Customer's blood glucose was unknown at the time of the incident. It was also stated that they got a no delivery but troubleshooting was declined. Product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no unexpected battery out limit alarm, unexpected restart alarm and external ram crc error alarm noted.